Event description:
MFR received a report from a caregiver alleging that caregiver was injured while transferring a pt with a 9805 pt lift. The caregiver turned the back while the pt was suspended. The caregiver also stated that the lift began to fall while in the open position and caregiver injured back while attempting to catch the pt. Initial eval by facility found no problem with the lift.